Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Additional information: blocks a1, a2, a3a and a3b: updated based on additional information received on 08oct2025. Block h11: the returned suturing cinch was analyzed. The device was returned with the plug attached. During the visual inspection, it was noted that the wire in the distal part was kinked. Additionally, it was detected that the working length was bent. For this reason, there is enough evidence to confirm the reported event of "cinch failure to deploy". Most likely, procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For this reason, this event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. The identification of the working length bent and wire kinked within the device provides a direct causal explanation for the adverse event observed, specifically the "cinch failure to deploy". These conditions disrupted the transmission of mechanical force required for deploy, confirming that the wire and working length issues was the primary root cause of the procedural complications. A risk review of the suturing cinch was completed and confirmed that the event of "cinch failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported to boston scientific corporation that an x-tack device was used during a procedure on (B)(6) 2025. During the procedure, the cinch failed to deploy. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an x-tack device was used during a procedure on (B)(6) 2025. During the procedure, the cinch failed to deploy. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.